Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported the carescape telemetry server shut down and would not power back up, losing telemetry monitoring for 45 minutes affecting fifteen pts. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.